Manufacturer narrative:
There is no planned explantation of the device, therefore investigation cannot be performed.

Event description:
Participant after being attempted to dose at their local site, came back to site st1722us for a potential dose via the iddd. If unsuccessful, further investigation would be done via a CT dye study. Participant on (B)(6) 2025 come to the site for dose and during the visit, was unable to inject study drug and unable to flush. As a result, participant on (B)(6) 2025 had an CT dye study done to evaluate the port and was dosed by lumbar puncture. No plans after procedure and dose to get a new device.